Event description:
The nurse reported that the clear ess ii rp suction and irrigation tubing was stuck so it was constantly on. The physician was unable to get the device to irrigate properly. New clear ess tubing was obtained which functioned appropriately. We have had four separate incidents of this problem, and it appears that the same lot number has been involved in three of these cases. Therefore, the lot has been removed from the shelves and the devices will be returned to the manufacturer, as they have asked us to return product for evaluation. We are in the process of getting a return authorization number so that we can return these devices to them. There has been no patient harm as a result of these failures.